Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, the user was experiencing troponin issues with product . No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that during use of the bd vacutainer rapid serum tube (rst) blood collection tubes thrombin, the user was experiencing troponin issues with product. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.